Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information related to medical device problem code has been updated and provided in h6 section of this report.

Event description:
It was reported that the please remove "the customer blood glucose level was 419 mg/dl at the time of incident and" as this was not related to (B)(6) incident.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08720 inches. Device received with corroded battery tube. Device received with broken off piece at the battery tube threads. Device received with cracked case at reservoir tube window corners and reservoir tube lip. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018 at 10.34 am with blood glucose value was 742 mg/dl. The customer blood glucose level was 419 mg/dl at the time of incident and the current blood glucose level was 242 mg/dl. The customer was treated with intravenous insulin, syringe and quick pen. The customer stated that the symptoms related to high blood glucose such as nausea. Customer did allege pump was under delivering because their health care professional has already adjusted insulin pump and still have high blood glucose issues. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.